Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient presented for a device check. Upon interrogation, a red warning screen appeared on the programmer, indicating a power supply (ps) error. Technical services discussed the ps error means the device resets unexpectedly during charging or shock delivery. Therapy remains available, however, up to 40 second delay in therapy may result, due to time needed for the device to reset, reboot, redetect, and re-charge. Device replacement was recommended. The field representative later reported a replacement procedure was scheduled for early february. It was later reported this device was explanted and replaced with another s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient presented for a device check. Upon interrogation, a red warning screen appeared on the programmer, indicating a power supply (ps) error. Technical services discussed the ps error means the device resets unexpectedly during charging or shock delivery. Therapy remains available, however, up to 40 second delay in therapy may result, due to time needed for the device to reset, reboot, redetect, and re-charge. Device replacement was recommended. The field representative later reported a replacement procedure was scheduled for early february. It was later reported this device was explanted and replaced with another s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed because the conclusion code was updated. The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was interrogated and as was reported from the field, it was confirmed that a power supply error was recorded on (B)(6) 2018. The device was explanted on (B)(6) 2019 and on (B)(6) 2019, the device recorded error messages for a long charge, a charge timeout, and a battery depletion issue. The device was connected to a tester and a shock command was issued. The resultant charge time was approximately 15 seconds and a popping sound was heard from the device when the shock was delivered. The device case was removed to facilitate inspection of the internal components. Visual inspection identified damaged/cracked solder joints for the high voltage capacitor. It was concluded the observed power supply error as well as the errors identified during laboratory analysis were the result of the damaged solder joints at the high voltage capacitor. The popping sound heard during the induced laboratory test shock was likely arcing occurring at the cracked solder joints. A review of our quality system confirmed no other devices had been returned with this specific behavior. Engineering and manufacturing teams will perform further investigation and field reports will be monitored for similar observations. It was reported the patient was active in cross fit and skiing; however, it could not be confirmed if external, physical forces may have contributed to the cracked solder joints.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was interrogated and as was reported from the field, it was confirmed that a power supply error was recorded on (B)(6) 2018. The device was explanted on (B)(6) 2019 and on (B)(6) 2019, the device recorded error messages for a long charge, a charge timeout, and a battery depletion issue. The device was connected to a tester and a shock command was issued. The resultant charge time was approximately 15 seconds and a popping sound was heard from the device when the shock was delivered. The device case was removed to facilitate inspection of the internal components. Visual inspection identified damaged/cracked solder joints for the high voltage capacitor. It was concluded the observed power supply error as well as the errors identified during laboratory analysis were the result of the damaged solder joints at the high voltage capacitor. The popping sound heard during the induced laboratory test shock was likely arcing occurring at the cracked solder joints. A review of our quality system confirmed no other devices had been returned with this specific behavior. Engineering and manufacturing teams will perform further investigation and field reports will be monitored for similar observations. It was reported the patient was active in cross fit and skiing; however, it could not be confirmed if external, physical forces may have contributed to the cracked solder joints.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient presented for a device check. Upon interrogation, a red warning screen appeared on the programmer, indicating a power supply (ps) error. Technical services discussed the ps error means the device resets unexpectedly during charging or shock delivery. Therapy remains available, however, up to 40 second delay in therapy may result, due to time needed for the device to reset, reboot, redetect, and re-charge. Device replacement was recommended. The field representative later reported a replacement procedure was scheduled for early february. It was later reported this device was explanted and replaced with another s-ICD. No additional adverse patient effects were reported.